Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced significant mental and physical pain and suffering, sustained permanent injury, constant, excruciating pain, infections, mesh erosion, dyspareunia, abnormal bleeding, and mesh exposure. Additionally, patient has required medical treatment and has had several corrective surgeries.

Event description:
Na.